Manufacturer narrative:
The device is expected to be returned to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received while operating on battery power, the pump powered off without an alarm. The pump was returned to the biomedical engineering department with an unsigned note that stated "broken". No tracking information was provide; therefore, specific patient info, pump programming , or event details wer not available. During testing by the user facility, the pump was programmed and delivering on battery power when it powered off by itself without an audible tone. Ther were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.